Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during cataract with intraocular lens implantation surgery, the lens did not come out when trying to implant in the anterior chamber. Hence a new lens was used to complete the surgery. However, the patient's surgery was slightly longer.